Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The evaluation was unable to confirmed the reported problem. The device was found to meet specification for both upstream and downstream occlusion detection. The device passed downstream occlusion detection tests and upstream occlusion detection tests per the spectrum service manual. The device also passed additional upstream occlusion detection and downstream occlusion detection tests.

Event description:
It was reported that a pump "repeatedly exceeds 22psi for the medium occlusion activation. " the customer stated that this was found during testing and there was no associated patient injury.